Event description:
During the index procedure the patient had a resolute integrity drug-eluting stent implanted in the cx. It was reported that the patient suffered a peri-procedural mi during the procedure most likely from plaque shift (occlusion) from procedure to side branch. The investigator assessed that the mi event was possibly related to the study device. The plaque shift event was not assessed for relatedness to the study device. The patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction, occlusion). Evaluation conclusions: inherent risk of procedure - (myocardial infarction, occlusion). (B)(4).

Event description:
The resolute integrity implanted during the index procedure was implanted in the om.